Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3004. As it was stated, both fixing screws of the device's handle were damaged creating a risk of the handle's detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged fixing screws may lead to the handle's detachment and serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1a initial reporter: e1b event site name: (B)(6) hospital. E1c event site address: (B)(6). E1h event site postal code:(B)(6). H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of d4 serial #, e1b event site name:, e1c event site address, e1d event site address line 2:, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6) corrected d4 serial # (B)(6) previous e1b event site name: muni minato akaju. Corrected e1b event site name: y.municipal m.r.c.h.. Previous e1c event site address:(B)(6). Corrected e1c event site address:(B)(6) previous e1d event site address line 2: (B)(6) correctede1d event site address line 2: (B)(6) previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of our surgical lights ¿ hanaulux 3004. As it was stated, both fixing screws of the device's handle were damaged creating a risk of the handle's detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged fixing screws may lead to the handle's detachment and serious injury in case of event reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment or diagnosis. A root cause analysis was conducted by the subject matter expert. As stated: it was reported that the handle ergofocus was damaged. According to the information collected, the internal mechanism that links the optical blocks has been damaged. No photographic evidence has been provided, and the damaged parts have not been precisely identified. The damages were probably caused by excessive stress or fatigue. A complete assembly hm56053136 was replaced to enable the device to function properly. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).